Manufacturer narrative:
(B)(4). Date sent: 01/30/2020. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? It was reported that the stomach had herniated into the linx device. What were the anatomic findings at the time of the explant operation? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and recurrent reflux? Was the device found in the correct position/geometry at the time of removal? If no, please answer the following three questions. 1. Please describe the position of the linx device at the time of removal. 2. Did it appear that the position of the device had changed since the implant procedure? How was this change observed (intra-operatively at the same time of explant, x-rays, barium swallow, egd)?

Event description:
It was reported that the patient had a linx implant on (B)(6) 2018, due to acid reflux. Symptoms were controlled for nine months then the customer started getting dysphagia and recurrent reflux. The patient returned to the same hospital, same doctor, and had an explant on (B)(6) 2020. The doctor noted the stomach had herniated into the linx device. The doctor removed the linx device and performed a toupet and partial wrap. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2020. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? I do not have the results of the diagnostic work up. It was reported that the stomach had herniated into the linx device. What were the anatomic findings at the time of the explant operation? The stomach was herniated/inverted into the device. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Yes. What is the lot number of the linx device? Na. When using the linx sizing device what technique was used to determine the size? 3 from the pop off. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Na. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No how severe was the dysphagia/odynophagia before intervention? Enough to have device removed. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia and recurrent reflux? No. Was the device found in the correct position/geometry at the time of removal? Yes.